Manufacturer narrative:
This follow up report is for missed codes for: medical device problem code : 1437. Type of investigation : 10. Investigation findings : 180 + 140. Investigation conclusions : 4307. 03/02/23-repair tech: gpb. 03/02/23-qa: lr. Edh dsp/if/ic/scan board damagedinterface board was burnt and was not able to connect the g123 pump. The cover itself on the g124 unit where the handpiece is supposed to be cradle is burnt. The steri-mate was burnt when it was laying in the cradle of the g124 unit. Debris was built up in the water filter. On the g123 pump the interface pcb assembly was burnt and damaged also leading to a burnt pump interface. The grommet bumper was burnt and replaced with a new one. All testing on the g124 unit and the g123 pump has been calibrated and tested to manufacture specs. Replaced damaged/worn components and recalibrated unit to factory specs. DHR review is not required because the product was returned for evaluation and the customer complaint is a known hazard. Customer complaint is a known hazard and is tracked as part of monthly psc meetings.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Investigation results: within warranty? No. Within useful life? No. Notes: (B)(6) 2023-repair tech: gpb. (B)(6) 2023 qa: lr. Edh dsp/if/ic/scan board damaged interface board was burnt and was not able to connect the g123 pump. The cover itself on the g124 unit where the handpiece is supposed to be cradle is burnt. The steri-mate was burnt when it was laying in the cradle of the g124 unit. Debris was built up in the water filter. On the g123 pump the interface pcb assembly was burnt and damaged also leading to a burnt pump interface. The grommet bumper was burnt and replaced with a new one. All testing on the g124 unit and the g123 pump has been calibrated and tested to manufacture specs. Replaced damaged/worn components and recalibrated unit to factory specs. DHR review is not required because the product was returned for evaluation and the customer complaint is a known hazard. Customer complaint is a known hazard and is tracked as part of monthly psc meetings.

Event description:
While g123 cavitron select w/reservoir in for repair evidence found of overheating and debris built up in water filter causing issue with water flow. No injury.